Event description:
It is reported that the device was implanted in 2005. In 2008, patient returned complaining of pain to right knee. Revision surgery occurred on the following month, due to osteolysis.

Manufacturer narrative:
This report will be amended when our investigation is complete.